Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited inappropriate automatic mode switch events due to noise. The patient was not symptomatic and would be monitored.